Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing broke from the quick release while sleeping. The cannula was inserted to the right leg and pump was on right side of the waist. Moreover, infusion set system was in use for one day. No further information available.